Manufacturer narrative:
The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. There was no compromised force sensor system error alarm during testing. The insulin pump was unable to perform the basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the unexpected restart test, displacement test, self-test and all operating currents were within specifications. There was no unexpected low battery or off no power alarm on the device. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process insulin squirted out. Customer advised the drive support cap was normal. Customer advised the insulin pump was dropped prior to the alarm occurring. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.